Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿ok¿ button was unresponsive. Reporter stated that the issue was not resolved with battery change. Reportedly, there was no damage to the battery compartment or the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the keypad issue. All the keypad buttons responded properly and no defect was found when the keypad cover was removed to investigate. Unrelated to the keypad button complaint, the display lens failed a leak test. Pump casing was opened and evidence of moisture intrusion was found on the pump assembly¿s components.